Event description:
The customer reported that there was 5mls of tpn in buretrol and the device was programmed to infuse at 3.5ml/hour starting at 1000. At approximately 1030 the buretrol was empty, drip chamber was empty, and the IV set was empty up to just above the first smartsite port. The device volume infused read 14.1ml from 0700 that morning to when the device was sequestered. The customer incidentally reported that a syringe pump was programmed to infuse at 0.3ml/hour and by 1000 the volume infused displayed 0.86ml but when the user went to document total amount infused the volume data for the syringe pump did not display on the pcu screen, even though the customer knew the device delivered volume.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Manufacturer narrative:
The customer¿s report of an over infusion of tpn was not confirmed. Review of the pcu event logs confirmed that on (B)(6) 2015 at 11:03am an infusion of tpn was infusing at a rate of 3.5ml/hr with a vtbi of 5ml. The device infused at this rate for approximately 10 minutes and 16 seconds and then was powered off by the user. Review of the logs could not confirm any obvious programming errors. The pump module infused as reported by the customer. The root cause of the customer complaint of an over infusion of tpn was not determined.